Manufacturer narrative:
Initial reporter: zip code (B)(6). One used blade was returned for evaluation. Visual inspection confirmed that the outer blade is dramatically bent. The inner blade shows significant abrasion at the several places along its entire length. The adapter body is cracked at the base of the outer tube, likely due to excessive lateral load which caused a misalignment between the inner and outer tube resulting in abrasion at the base of the inner blade. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation the root cause was determined to be user error. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the blade dropped fragments. A back-up blade was used to complete the surgery. It was confirmed that the particulates were removed from the patient. No patient injury or complications reported.